Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient went into cardiac arrest due to rupture of a left common iliac artery aneurysm and was transferred to the institution. While giving cardiac compression to the patient, the physician occluded the patient's aorta with an occlusion balloon. As the patient's blood pressure rose up to around 40mmhg, the physician elected to undergo an emergent endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair the rupture. Prior to device implant the left internal iliac artery was occluded with a vascular plug. The trunk-ipsilateral leg component was inserted from left side and fully deployed with no reported issue, and the ipsilateral leg sealed the rupture. The contralateral gate was then cannulated, and the contralateral leg component (plc161000j/13330499) was inserted from the right side. It was reported that, as the gore® dryseal sheath with hydrophilic coating could not be inserted into the gate, the device was advanced outside the sheath into the gate and then deployed. The final angiography revealed that the device was deployed outside the gate. As the rupture was sealed with the ipsilateral leg, the physician elected to take no action against the device deployed outside the gate and reintervene if the patient's condition become better. The patient was transferred to intensive care unit (ICU) following the procedure. On the same day after the procedure, the patient expired in the ICU due to the pre-existing rupture of the left common iliac artery aneurysm. The physician indicated that the patient's death is not device or procedure related, and that the deployment of the contralateral leg component outside the gate is not attributable to the death.